Event description:
It was reported that suture placement was attempted in a mildly tortuous common femoral artery using the preclose technique prior to a stent graft interventional procedure. The arteriotomy was 6fr and during the interventional procedure, the sheath was upsized to a 21fr sheath. Reportedly, a suture break occurred. Another proglide device was successfully placed. The procedure was completed and hemostasis was achieved using the pre-placed sutures of the two proglide devices. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.